Event description:
A malfunction was reported, showing a specific error code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was instructed to call back if any further malfunction codes appeared, which the customer acknowledged and understood.